Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to an extremely wide complex resulting in double counting. The shocks were appropriate from a clinical perspective as the patient had ongoing episodes of monomorphic ventricular tachycardia (vt), but the vt was still technically below the rate required for therapy to be delivered. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.